Manufacturer narrative:
Batch review performed on 25-nov-2024. Lot 2315162: (B)(4) items manufactured and released on 20-sep-2023. Expiration date: 2028-08-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0006r femoral component sphere cemented size 6 r (k121416) lot 2312311: (B)(4) items manufactured and released on 21-sep-2023. Expiration date: 2028-09-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.e004rp patella resurfacing size 4 e-cross (k202022) lot 2315320: (B)(4) items manufactured and released on 20-oct-2023. Expiration date: 2028-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.e0510fr tibial insert fixed sphere flex size 5/10 mm r e-cross (k202022) lot 2318209: (B)(4) items manufactured and released on 09-aug-2023. Expiration date: 2028-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 year after primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the implants. The surgery was completed successfully.